Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "none reported" (no known impact or consequence to pt). Product problem(s): "error code 135" (device displays error message). A biomedical engineer reports, the fluidics were unavailable and the system displayed error code 135. Additional info has been requested.